Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in clinic follow-up. Upon interrogation, several episodes of auto mode switch were noted due to atrial lead noise. All other electrical measurements of the atrial lead were within normal limits. Further testing showed that the noise was reproducible when the patient scratched her skin over the pacer can and noise stopped once scratching stopped. Remote transmission showed that noise occurred since 2013. The patient was not symptomatic to the episodes of noise or during normal pacing inhibition. However, the patient stated she experienced tingling or twitching sensation over the pacer pocket site, her neck, and both arms. Phrenic nerve stimulation was suspected, but tingling sensation also occurred during atrial sensing and ventricular sensing at 68 beats per minute. For troubleshooting both the atrial and right ventricular leads were tested; both leads paced at maxed output in unipolar and bipolar configuration with no issues. The right ventricular lead exhibited increased threshold and increased impedance over the past 12 months but no noise could be produced on this lead. The patient was scheduled for remote follow-up to monitor any further lead issues.